Event description:
Narrative from staff: patient was in operating room for a posterior spinal fusion. The doctor had just placed a screw with a screwdriver. When the surgeon attempted to remove the screwdriver, it stuck to the screw and the tip snapped off. All pieces of the broken screwdriver were removed from the surgical site without any further issues.